Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with vertical expandable prosthetic titanium rib on (B)(6) 2013. In late (B)(6), the patient fell down at home, a protrusion of the implant resulted. Patient came to the hospital and was diagnosed on the x-ray as a case of the separating proximal cradle (cranial rib support) on (B)(6) 2013. The (veptr) replacement surgery was performed at (B)(6) 2013. Because the proximal cradle (cranial rib support) at the left side was separated, the surgeon put the new proximal cradle at the sixth rib and replaced to size 9 (veptr). The one blue clip and two gold clips were used. The implants were inserted into the costal bone. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on a vertical expandable prosthetic titanium rib, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.